Manufacturer narrative:
It was reported that they were unable to prime past the filter. One sample model 10013902, lot 24099419 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and unable to be primed with water. Visual inspection under a microscope showed signs of excess solvent at the filter outlet port. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of occlusion between tubing-sleeve and adult filter (outlet port) could be related to excess of solvent due to issues with the pin used in the solvent dispenser specified in the standard work instruction and/or excess of solvent due to incorrect solvent application by the assembler. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 10013902, batch#: 24099419. It was reported by the customer that 0.2-micron filter not functioning- fluid cannot pass through the filter. Filter replaced prior to infusion start. Second filter worked normally. Verbatim: rcc received a complaint via email. 0.2-micron filter not functioning- fluid cannot pass through the filter. Filter replaced prior to infusion start. Second filter worked normally. Event date: 12/26/2024. Ih #: (B)(6). Mfg #: 10013902. Description: set extension 16in w/.2 micron filter. Sample available: no sample or photos are available for this event. Lot #: (10)24099419. Additional info: our caregiver onsite was able to locate the sample from this event. Please provide a return label for this item. Let me know if any other information is needed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that 0.2-micron filter not functioning- fluid cannot pass through the filter. Filter replaced prior to infusion start. Second filter worked normally.